Event description:
Balloon catheter attempted to be advanced by interventional cardiologist (ic) and the balloon would not advance. It was removed from the patient and later discovered that the tip of the balloon had seperated from the tip of the catheter - there was no patient harm as it was discovered upon removal of the catheter.